Manufacturer narrative:
Event logs were reviewed for smartview connect devices (s/n (B)(6). Both devices experienced pairing difficulties on the day of implantation. However, when pairing was retried another day, pairing was successfully completed for both devices, which finally operated as expected. Log analysis indicates that the initial pairing difficulties were temporary and were most likely related to local conditions at the hospital, potentially related to a temporary network issue at the time of pairing. No device malfunction was identified, and both smartview connect devices were confirmed to function properly. This case is retained and included for trending analysis purposes.

Event description:
Reportedly, during an attempt to pair a patient with smartview connect as part of a piano study enrollment. Initially, we used the device with serial number (B)(6). Pairing was not possible. In the hidden submenu, ¿network & internet¿ was displayed in green; however, mcm was marked as ¿not reachable.¿ multiple attempts were made without success. Suspecting a device malfunction, we switched to another station with serial number (B)(6). Again, mcm was initially shown in red. After restarting the device, the mcm status changed to green. We then performed a synchronization. During this process, an error message appeared (see attached image). The patient owns a samsung smartphone but did not have it with him at the appointment. We will contact the patient by phone tomorrow to verify whether his smartphone is byod-compatible and will then attempt pairing with the phone. Please let us know if further information is required.

Event description:
Reportedly, during an attempt to pair a patient with smartview connect as part of a piano study enrollment. Initially, we used the device with serial number (B)(6). Pairing was not possible. In the hidden submenu, ¿network & internet¿ was displayed in green; however, mcm was marked as ¿not reachable.¿ multiple attempts were made without success. Suspecting a device malfunction, we switched to another station with serial number (B)(6). Again, mcm was initially shown in red. After restarting the device, the mcm status changed to green. We then performed a synchronization. During this process, an error message appeared (see attached image). The patient owns a samsung smartphone but did not have it with him at the appointment. We will contact the patient by phone tomorrow to verify whether his smartphone is byod-compatible and will then attempt pairing with the phone. Please let us know if further information is required.